Manufacturer narrative:
Section h10: (h1): the revision reported in the experience was likely the result of infection. Any ¿surgical site¿ infection noted in a patient that is greater than 3 months postop from a total joint surgical procedure is highly unlikely to be related to the surgical procedure for placement of the total joint or the device itself [1]. 1. Acute infection in total knee arthroplasty: diagnosis and treatment juan carlos martínez-pastor,* francisco maculé-beneyto, and santiago suso-vergara author information article notes copyright and license information disclaimer open orthop j. 2013; 7: 197¿204. Published online 2013 jun 14. Superficial or deep infection are listed in the general surgical risks section of the optetrak logic total knee system IFU 700-096-119. Contraindicated patients include, but are not limited to: patients whose weight, age, or activity level might cause extreme loads and early failure of the system; and patients with suspected or confirmed systemic infection or a secondary remote infection.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision on (B)(6) 2019 due to infection. The surgeon did a washout and then removed the old poly and replace it with a truliant ps tibial insert size 3, 9mm.. Checked range of motion and deemed patients joint to be stable. Surgeon implanted truliant ps tibial insert size 3, 9mm. The patient was stable upon leaving the operating room.